Manufacturer narrative:
(B)(4). The volumetric accuracy was tested three times at 250ml/hr and 25ml tested in specification with no free flow, door closed or opened, with results as follows: 1st test: 25.2ml or 101% of expected volume, 2nd test: 25.1ml or 101% of expected volume, 3rd test: 25.2ml or 101% of expected volume. It was also confirmed that 8 mcg/min and 4 mcg/min are within the upper and lower limits of drug library norepi4 and should not alarm. Log review shows on (B)(6) 2015 and 2:53pm an infusion start of 15ml/hr and 250ml (4 mcg/min; dl: norepi4). At 2:54pm an upstream occlusion stopped the infusion with a volume infused of .07ml. At 2:54pm infusion was started and at 2:55pm an upstream occlusion stopped the infusion with a volume infused to .16ml. No further infusions took place that day; log records no infusions of 8mcg/min. Based on the results of the investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility: customer reports, over infusion: when the rate was changed on the pump, the pump administered the whole bag of medication 4 milligrams of levophed in 50 ml bag of d5. Tubing was not saved, however tubing used was ref# (B)(4), they were changing the rate from 8 micrograms to 4 micrograms, no alarm sounded. No patient injury reported.

Manufacturer narrative:
(B)(4). The actual device involved has been received for evaluation and the investigation is ongoing at this time. A follow up report will be provided after thee examination results are available. (B)(4).